Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message which indicated the programmer had overheated. It was also reported that the programmer was running sluggishly. The programmer remains in use. There was no patient involvement.